Manufacturer narrative:
No additional information was available. The device was evaluated by olympus. The evaluation determined that the allegation was confirmed as a result of a damaged printed circuit board component and a failed serial digital interface connector. An additional issue of screen scratches was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the high-definition liquid crystal display monitor was not displaying an image. The serial digital interface one (1) was not displayed. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is estimated that the reported event occurred due to a faulty printed circuit board. However, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.